Event description:
The customer observed falsely decreased alinity I total psa result for one patient sample while running on alinity I processing module (sn (B)(4). The following data was provided: on (B)(6) 2022 sid (B)(6) initial psa result (B)(4) = 88.354 ug/l, 1:10 dilution result = 125.616 ug/l .repeat on (B)(4) psa results = > 100 ug/l, 95.807 ug/l, 1:10 dilution results = 142.185 ug/l, 131.881 ug/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p92-30 that has a similar product distributed in the us, list number 7p92-21/-31.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I total psa results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search determined normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any related trends for the product for the complaint issue. Performance testing was completed using an in-house retained reagent kit lot 33105fn00 calibrated with calibrator lot 35270fn00. All specifications were met indicating the lot is performing acceptably. The device history record was reviewed and did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency for alinity I total psa reagent lot 33105fn00 was identified.